Event description:
Dispensed tpn filters (1.2 micron) with formula. Both occasions reported by pt caregiver (spouse). Filters are "leaking." Filters replaced initially and different lot, same problem. A different MFR's filter was sent out. Will follow up with pt caregiver to see if problem alleviated. Event dates shown as 7/7/94 and 7/20/94.